Event description:
It was reported when using an unspecified number of bd bactec¿ mgit¿ 960 pza kits, patient samples were found to have a 20% contamination rate. The patient samples were sent to another laboratory for pnca gene sequencing. There were no health impact or consequences reported.

Manufacturer narrative:
E1. Initial reporter phone #: (B)(6). E1. Initial reporter fax #: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary - mgit 960 pza kit batch 4177908 is composed of mgit pza batch 4074609 and mgit 960 pza supplement batch 4159878. Bactec mgit 960 pza is manufactured by rehydrating components in usp purified water and mixed into a homogenous solution. The solution is then sterile filtered, dispensed into vials and stoppered. The vials are lyophilized and crimp caps are applied per standard operating procedures (sop). Bactec mgit 960 pza supplement is manufactured by rehydrating the media components with usp purified water and mixed until a homogeneous solution is obtained. The solution is then sterile filtered and dispensed into vials; stoppers are manually placed in the vial opening; septum caps are manually placed on top of the stopper and then mechanically crimped per sop. Two bactec mgit 960 pza vials are then manually packaged with six bactec mgit 960 pza supplement vials to complete a bactec mgit 960 pza kit (material 245128). The batch history record review for mgit 960 pza kit batch 4177908 was satisfactory. No quality notifications were generated during manufacturing and no other complaints have been taken on this batch. Batch history record reviews for mgit pza batch 4074609 and mgit 960 pza supplement batch 4159878 were satisfactory and no quality notifications were generated during manufacturing. Qc inspection and testing were satisfactory at time of release for both products. No other complaints for contamination have been taken this kit batch. There were no retentions available for this kit batch. There were no photos or returns provided for this complaint. This complaint cannot be confirmed. No complaint trends have been identified for this defect; no actions are indicated at this time. Bd will continue to trend complaints for defects.

Event description:
It was reported when using an unspecified number of bd bactec¿ mgit¿ 960 pza kits, patient samples were found to have a 20% contamination rate. The patient samples were sent to another laboratory for pnca gene sequencing. There were no health impact or consequences reported.